Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol haptic got caught in the nozzle preventing the iol from being fully implanted into the eye. The partially implanted lens was removed from the incision using secondary surgical instruments. This lens was the back-up lens for the same surgery and patient as subject to FDA MDR 3012304651-2024-00198. A third lens was required which resulted and there was a delay in completing surgery; however, surgery was performed successfully with the third lens. The healthcare facility confirms that there was no harm or injury to the patient as a result of the event. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. There is insufficient evidence and/or information in this case to establish root cause.

Event description:
On 26th august 2024, rayner received notification from a healthcare facility in australia of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the iol haptic got caught in the nozzle preventing the iol from being fully implanted into the eye. The partially implanted lens was removed from the incision using secondary surgical instruments.